Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient rep tried to charge the patient's implant a while back and when they tried putting the charging pad on, it did not register to the device. The patient rep indicates that the therapy had been off for a while and they were trying some alternative methods of treatment, but when they went to turn the device back on, none of the equipment would register it. The last time they charged the implant was probably about 6 months ago and they had the therapy turned completely off at that time. Agent reviewed with them that the implant could be in an overdischarged state. The patient rep reported that they started to attempt communication with the implant about 3 months ago and it would not register then either. Agent attempted to have them walk through it on the call, but patient rep noted that they just tried that 5 mins ago over the phone the medtronic rep. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Event description:
Provider reported that there was no issue with device. Patient had shut off their implant for 3 to 4 months.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.